Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 year post-operative CT showed evidence of a non-device related infection with an increase in the diameter of the aneurysm sac resulting in a type ia endoleak. A re-intervention is planned at a later date to treat the patient and the endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, a re-intervention was performed to place an aortic cuff successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.